Event description:
It was reported that during a follow up in clinic, high pacing impedance was noted on the left ventricular (lv) lead. The physician suspected the high pacing impedance was due to left ventricular lead damage, however, diagnostic imaging was not performed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the high pacing impedance event was sensed by the device.